Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and b. Braun medical inc. ((B)(4)). This report has been identified as b. Braun (B)(4) internal report (B)(4). In a f/u with the facility, the reporter stated that the event occurred on (B)(6) 2013. She confirmed that there was no pt or staff injury and no damage to the facility or outlet. She stated that the power cord was powering an infusion that had started at 3:00pm. The infusion was running continuously until 10:20pm when the nurse was walking by the room and noted a burning smell and heard a crackling noise. The investigation into this event is on going at this time. A f/u report will be provided when the eval results become available.

Event description:
As reported by the user facility: ref #(B)(4), serial # unk; customer complaint reported for a power cord that caught on fire. Please refer importer report #(B)(4).